Manufacturer narrative:
Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
It was reported that the device reached eri (elective replacement indicator) in less than five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 implantable pacing lead: (B)(6) 2009. (B)(4). Device not received by manufacturer.